Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection observed damaged to the out casing. The functional evaluation confirmed that the vacuum motor was defective and leaking, however it did generate alarms under expected conditions. The root cause was determined to be expected wear and tear with the device reaching the end of its serviceable life. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history has been reviewed and similar instances have been recorded in the previous four years, further investigations are being conducted to determine if additional actions are required. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device failed to alarm a leak and a blockage during service and repair evaluation.